Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break could not be confirmed. The reported stretched coils were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use the tip of the ht versaturn guide wire was noted to be uncoiling. The core of the guide wire was in tact, but the coils were not in tact. There was no reported device use or patient involvement. A new same size versaturn guide wire was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.